Manufacturer narrative:
(B)(4). The lot was manufactured october 14, 2014 - october 15, 2014. A visual inspection was performed with a black mark noted on the reservoir. The cause of the issue could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.